Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent wires damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stent placement in early 2013 (exact date unknown). According to the complainant, the stent was being placed to treat a malignant stricture. During the procedure, the stent was successfully deployed and the procedure was completed with this device. On (B)(6) 2013,during fluoroscopy, the physician noted that the stent wires at proximal flare seemed ¿unraveled¿ and ¿loose.¿ the stent remains implanted and the physician had no plans to remove the stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.